Manufacturer narrative:
Pump received with blank display, problem isolated to mother board. Unable to confirm external flash crc error alarm and unable to perform any tests due to blank display.

Event description:
The customer reported via phone call that the insulin pump had pump error alarm twice. The blood glucose was unknown. The device will be returned for the analysis.